Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was broken. The mother stated the customer dropped the insulin pump and damage was present on the screen. The mother stated the insulin pump's screen was black and had scratches. It was also found the screen was blotchy with ink bleeding into the screen. The customer's blood glucose was 350 mg/dl. The mother reported the customer has been disconnected from the insulin pump for four weeks after the damage occurred on the insulin pump. It was also found the customer's blood glucose was between 500 mg/dl and 600 mg/dl since reverting to their back-up plan. The mother reported the customer would be angry from their high blood glucose. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to missing segments. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, cracked lcd window and scratched reservoir tube window.